Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port balloon burst when balloon was inflated with 15 cc of air. There was no piece broken off from the balloon. A replacement kit was used to complete the procedure. The hospital did not report any patient complications.